Event description:
Robotic scope was not clear, we could see a hazy cloud around the edges of the screen. I took it out several times and cleaned it with anti fog, as well as sterile water. Nothing I did cleared the haziness on the scope and/or screen. I have tagged the scope and sent it to sterile processing department (spd) for repair.